Event description:
It was reported that during a da vinci-assisted other cardiac surgical procedure, the permanent cautery spatula instrument had a broken cable. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have broken the yaw and pitch cables at the monopolar yaw pulley. The cables were fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cables breaking. The complaint regarding loose cable was confirmed by failure analysis.